Event description:
In 2009, the pt reported that he removed his insulin cartridge from the infusion device and the plunger became stuck to the piston rod. The entire cartridge spilled into the cartridge compartment of the infusion device. The pt was educated on the proper procedure for changing the insulin cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.